Manufacturer narrative:
Concomitant medical product(s): product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 27-jun-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative (rep) regarding a patient receiving intrathecal dilaudid 4 mg/ml at 0.7513 mg/day via an implanted pump for an unknown indication. A pump explant was reported, and the event/difficulty occurred on (B)(6) 2018 during normal use. It was reported the catheter was explanted on (B)(6) 2018 and would be replaced in the future. The catheter would not be returned as it was discarded by the customer. It was reported the catheter was twisted and unsalvageable. The physician chose to explant. The patient reported she fell and hit the pump on the toilet. The pump then began to flip in the pocket and twisted the catheter until no drug was reaching the intrathecal space. It was noted no diagnostics/troubleshooting was performed. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ other medications the patient was taking at the time of the event were unable to obtain, not available. The patient¿s weight and medical history were asked, but unknown. No further complications were reported/anticipated or expected.

Manufacturer narrative:
(B)(4). Date of event is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the pump was explanted and it would not be returned due to the physician throwing the pump away. The physician was notified that it should be returned. It would not be replaced. It was noted it was asked and unknown when the patient first fell resulting in the pump flipping and catheter twisting; however it happened in the spring of 2018. A catheter revision was attempted, but the physician boycotted the revision during the procedure and decided that he would explant the pump fully. It was noted the patient had a return to normal pain symptoms due to the drug not reaching the intrathecal space. No further complications were reported/anticipated or expected.